Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer regarding the event that took place on 07-jun-2023 during a myomectomy procedure. It was confirmed that the 30 degree endoscope plus instrument was inspected prior to use and no damage was found. Also, there was no inverted image or reversed control during the procedure. There was no injury to the patient or any adverse effect to the patient's tissue. The procedure was completed robotically.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the horizon for the endoscope 30-degree plus endoscope on arm 3 was off. The customer power cycled the system and reinstalled the endoscope and stated the horizon was still off. After the reboot, the technical support engineer (tse) did see a 282 error on arm 3 for the endoscope. Prior to the reboot, the customer re-draped arm 3. The customer was unable to get the horizon correct on arm 3, so they undocked and installed the endoscope on arm 2 and the horizon was normal. The customer was continuing with the case using arm 2 with the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the horizon for the endoscope 30-degree plus endoscope on arm 3 was off, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the endoscope 30-degree plus instrument be returned for evaluation; however, the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.